Event description:
It was reported that during preparation for a water vapor therapy procedure the priming of the delivery device was successful. However, after the first treatment cycle began, the generator displayed error code 41020 (generator error). The delivery device was disconnected, and the generator was restarted. The delivery device was re-connected thus clearing the error code. Upon repeating the treatment cycle, the needle failed to retract to its initial position, and the same error code reappeared. There were no patient complications; however, the patient had already been anesthetized, and the procedure was cancelled due to the report difficulties. It was noted that the issue may be related to the generator s software. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Upon receipt of this generator at the quality assurance laboratory, this device was thoroughly analyzed. During functional testing, the reported error code 41020 (mcu reboot detected) could not be duplicated, and no other anomalies were identified. The generator passed the power on self-test. The syringe and the delivery device were connected and worked as intended. As a precaution, the mcu (master control board) was replaced. The generator was in overall good physical condition. The generator passed full functional and electrical safety testing. The reported device allegations were not confirmed. H8 usage of device: corrected. D7 d7a. Sud reprocessed and resused?:corrected. G1 MFR site zip/post code: corrected. G1 MFR site city: corrected. G1 MFR site address 1: corrected.

Event description:
It was reported that during preparation for a water vapor therapy procedure the priming of the delivery device was successful. However, after the first treatment cycle began, the generator displayed error code 41020 (generator error). The delivery device was disconnected, and the generator was restarted. The delivery device was re-connected thus clearing the error code. Upon repeating the treatment cycle, the needle failed to retract to its initial position, and the same error code reappeared. There were no patient complications; however, the patient had already been anesthetized, and the procedure was cancelled due to the report difficulties. It was noted that the issue may be related to the generator software.

Manufacturer narrative:
G1 MFR site zip/post code: corrected g1 MFR site city: corrected. G1 MFR site address 1: corrected.

Event description:
It was reported that during preparation for a water vapor therapy procedure the priming of the delivery device was successful. However, after the first treatment cycle began, the generator displayed error code 41020 (generator error). The delivery device was disconnected, and the generator was restarted. The delivery device was reconnected thus clearing the error code. Upon repeating the treatment cycle, the needle failed to retract to its initial position, and the same error code reappeared. There were no patient complications; however, the patient had already been anesthetized, and the procedure was cancelled due to the report difficulties. It was noted that the issue may be related to the generator's software. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.